Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) blood pressure couldn¿t be read on screen during unit operation. The unit was swapped with another iabp unit immediately. There was no patient harm reported.

Event description:
N/a

Manufacturer narrative:
Additional information:e1(event site postal code-(B)(6)). A getinge field service engineer (fse) evaluated the iabp unit and performed unit test-run with connecting trainer, both ECG/blood pressure readings were displayed on unit screen, had unit run for few hours. The fse couldn¿t duplicate customer feedback issues, unit passed all functional and safety test per factory specifications, and the unit was released to hospital as clinical use on same day.